Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. (B)(6).

Event description:
The initial reporter stated that they received questionable ise results for one patient sample tested on a cobas 6000 c (501) module. Of the questioned results, the sample had discrepant results for ise indirect na, ci for gen.2. The initial values were reported outside of the laboratory and the physician requested for the sample to be repeated. The sample was repeated on (B)(6) 2019. The reporter noted that he changed the system diluent because it had almost run out during initial testing. The sample initially resulted with an na value of 87 mmol/l accompanied by a data flag, repeating as 140 mmol/l. The sample initially resulted with a cl value of 55.2 mmol/l accompanied by a data flag, repeating as 103.1 mmol/l.